Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the bottom cover and battery door of the mobile power unit (mpu) were cracked. During repair, the connectors of the power supply broke off and were unable to be reused.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the bottom housing and battery door of the mobile power unit (mpu) was confirmed upon arrival of the returned unit at the european distribution center. The mpu serial number: (B)(6) was connected to power and powered on without issue. Functional testing was performed, and the unit was found to perform as intended. The damaged bottom housing and battery door were replaced with new components. Preventative maintenance was performed, and the mpu was returned to the rental pool after passing all tests per procedure. The root cause of the reported event could not be conclusively determined through this analysis. Review of the device history record for the mobile power unit, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The unit was shipped to the customer on 08jul2016. The heartmate 3 instructions for use (IFU) section 8, entitled ¿equipment storage and care¿, and the heartmate 3 patient handbook section 6, entitled ¿equipment maintenance¿, explain how to properly care for all equipment, including the mobile power unit. Heartmate 3 patient handbook section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspection of the mobile power unit for damages. This section also informs the user to replace any equipment or system component that appears damaged or worn. The heartmate 3 patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.